Event description:
The impedance of this lead would intermittently drop below 200 ohms. This would cause the device to switch into unipolar mode which cause pocket stimulation. This lead was explanted on (B)(6) 2012.